Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal occluder was selected for procedure. It was noted during procedure, that occluder exhibited a deformation when being deployed. The occluder appeared twisted and bulbous. The decision was made to remove the occluder, clean it, and attempt to reconfigure it back to its original shape, but it was deemed unsuccessful. The 25mm amplatzer multi-fenestrated septal occluder was replaced with one of the same size to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer multi-fenestrated septal occluder was selected for procedure using a . It was noted during procedure, that occluder exhibited a cobra deformation when being deployed. The occluder appeared twisted and bulbous. The decision was made to remove the occluder, clean it, and attempt to reconfigure it back to its original shape, but it was deemed unsuccessful. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The 25mm amplatzer multi-fenestrated septal occluder was replaced with one of the same size to complete the procedure. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. Subsequent to the previously filed report. It was reported that a 9f amplatzer trevisio intravascular delivery system was used at the time the deformation of the amplatzer multi-fenestrated septal occluder was observed. The deformation was a cobra shape. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 25mm amplatzer cribriform occluder is an 8f.